Event description:
This report is to advise of a fracture found in the catheter shaft during analysis.

Manufacturer narrative:
One bi-directional, curve d-d, flexability sensor enabled ablation catheter was received for evaluation. Electrodes 1 and 2 read as an open circuit. Conductor wires 1 and 2 were found fractured proximal to electrode 2 due to the break in the shaft, consistent with the open circuit detected and the reported display issue. Electrodes 3-4 met specifications of acceptable resistance values. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the break in the shaft remains unknown.